Manufacturer narrative:
On (B)(4) 2014, a beckman coulter field service engineer (fse) evaluated the analyzer and identified the cause was related to blood left on the outside of the probe. During reproducibility, the first hemoglobin test result was high and if instrument was sitting for 10 + minutes, the hemoglobin values would increase. When samples were run back to back, reproducibility was good with low %cv. The fse also noted residual blood on the outside of the probe after the probe wipe rinse. On 07/08/2014, the fse replaced the syringe assembly, peripump tubing and valves lv7, lv8, lv11 and lv12 to address the cause. (B)(4).

Event description:
The customer reported erroneous high hemoglobin test results were recovered for patient samples when using the coulter act diff analyzer. The test results were considered to be erroneous when compared to results from the same samples rerun on another instrument at a reference laboratory, which were considered correct. Erroneous results were reported out of the laboratory. A beckman coulter field service engineer (fse) was sent to the customer's facility to evaluate the analyzer. There was no death or serious injuries associated with this event. Patient treatment was affected for one of the patients, see MDR 1061932-2014-01759.